Manufacturer narrative:
A beckman coulter field service enginer (fse) was dispatched to the customer site to evaluate the analyzer. The fse inspected the analyzer and found loose ise line and found loose reference (ref) block; the fse noted bubbles in the line. The fse reinstalled the ise tubing and cleaned the ref block. The fse replace the ref electrode and roller tubing which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. The beckman coulter identifier is (B)(4).

Event description:
Customer reported erroneous ise (ion selective electrode) which include sodium (na), potassium (k), and chloride (cl) with low anion gap involving the dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event.